Event description:
Additional information received per the medical records indicate that the patient has a history of obesity, phlegmasia cerulea dolens/right leg deep vein thrombosis (dvt). An incision was made in the right groin and a large amount of lymphatic fluid was encountered. Then, in small capillary vessels, bleeding continued without stopping with coagulation because of the high venous pressure and buildup in the leg. Due to massive swelling in the patient's leg and obesity, the femoral artery was not palpable and was quite deep. This made dissection very difficult and required all vessels to be hemoclipped. Dissection was done up to the inguinal ligament and down the inguinal ligament across, identifying then the saphenous vein and the saphenous vein coming into the common femoral vein. A venogram was done which showed the common femoral and external and common iliac veins were totally occluded and then reconstituting at the vena cava. It was thought to be unsafe to pass the filter through this. Therefore the left common femoral vein was entered. Under fluoroscopic control, a guide wire was put in place and the filter was placed at the l2-l3 level. After the vena cava filter was in place, focus was changed back to the patient's right side. The saphenous vein was opened. Then 4, 5 and 6 fogarty catheters were placed up the saphenous vein, removing a large amount of clot until eventually the vena cava could be entered. The ivc was noted to be normal up to the filter. Then at the takeoff of the right common iliac there was considerable clot along the walls of the common iliac, external iliac and femoral veins, so a considerable amount of clot was obtained. The fogarty catheters were continued until no more clot could be obtained and there was 'good bleeding.' The wound was irrigated with an antibiotic solution. The opening for multiple veins and skin were closed using various staples, skin clips and sutures. The patient tolerated the procedure well. He left the operating room in stable condition. Additional information received per the patient profile form (ppf) states that the patient experienced migration, organ perforation and perforation of filter struts outside the inferior vena cava (ivc). The patient became aware of the reported events approximately seven years and nine months after the index procedure. The patient continues to experience pain (side and abdomen), right leg swelling and depression/anxiety related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused organ perforation and migration. The patient reported becoming aware of migration, perforation of filter struts outside the inferior vena cava (ivc) and into organs, approximately seven years and nine months post implant. The patient also reported pain (side and abdomen), right leg swelling, and depression/anxiety related to the filter. According to the medical records the patient had a history of obesity and phlegmasia cerulea dolens. Initially an incision was made in the right groin, however, due to the high venous pressure a large amount of lymphatic fluid was encountered along with bleeding in small capillary vessels that could not be coagulated with a bovie. Due to massive swelling in the patient's leg and obesity, the femoral artery was not palpable and was quite deep, making dissection very difficult and required all vessels to be hemoclipped. Dissection was done up to the inguinal ligament and down the inguinal ligament across, identifying the saphenous vein and its merge with the common femoral vein. A venogram was done which showed the common femoral, external and common iliac veins were totally occluded and then reconstituting at the vena cava. It was thought to be unsafe to pass the filter through this. Therefore, the left common femoral vein was accessed. Under fluoroscopy the filter was placed at the l2-l3 level. Subsequently the right saphenous vein was opened and 4, 5 and 6 fogarty catheters were placed up the saphenous vein, removing a large amount of clot until the vena cava could be entered. The ivc was noted to be normal up to the filter. The fogarty catheters were continued until no more clot could be obtained and there was 'good bleeding.' The wound was irrigated with an antibiotic solution. The veins were closed with a vascular stapler and the wound was closed with suture. The patient tolerated the procedure well and left the operating room in stable condition. The product remains implant and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Without procedural films or post implant imaging available for review, the reported events could not be confirmed or further clarified. Pain and depression do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to organ perforation and migration. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused organ perforation and migration. The indication for the filter implant, procedural details and patient medical history has not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films or post implant imaging available for review, the reported organ perforation and migration could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.